Manufacturer narrative:
Radiographs were received depicting the event, confirming the device displacement. Product malfunction is not the suspected cause. Device analysis and DHR review cannot be completed at this time as the product was not returned and a lot number was not provided. Unknown factors include: patient activity at the time or prior to the event, the degree of spinal instability, or patient compliance with post-operative care instructions. Unable to determine root cause. Labeling review notes: "possible adverse effects ... 3. Loss of fixation (implant migration)"

Event description:
On (B)(6) 2018, patient received a posterior lumbar interbody fusion (plif) surgery at l4-l5 with bilateral pedicle fixation. Approximately 4 months post-operatively patient felt pain. Reportedly patient twisted and felt a "pop" prior to the event. Radiographic imaging depicted interbody device had displaced posteriorly. On (B)(6) 2018 revision surgery was performed to reposition the interbody implant to correct the condition. Post-revision patient is reportedly in good condition.